Event description:
Dose and frequency: infuse 30gm (300ml) intravenously on day 1 and 35gm (350ml) on day 3 every 3 weeks. Indication: chronic inflammatory demyelinating polyneuritis, other inflammatory polyneuropathies. Unsolicited communication from the pt. Pt reported pump is freezing with no error codes. Product fault occurred while in use with the pt. Product fault did not contribute to pt or clinical injury. The malfunctioning pump is available for further investigation. Pt will be sent a new pump. Pt did not have a backup device they were able to switch to. It was not reported if the pt missed a dose. Product lot number is unknown. Product lot expiration date: 06/18/2024. Product serial number provided: (B)(6). Expiration for maintenance: 05/22/2024. Pt will be sent new pump. Unknown if specialist is aware. No additional information available. Reported to (B)(6) by pt/caregiver.